Manufacturer narrative:
Event conclusion the ICD was returned to cpi and analysis found that there was a shorted lead indication and damage to the "igbt" in the tesla on the high voltage hybrid.

Event description:
Event description cpi received information that during the attempted implant of this ventak mini ii implantable cardiverter defibrillator (ICD) the ICD did not convert the patient's induced arrhythmia, and exhibited a message indicating a possible shorted condition. The ICD was not used; a replacement ICD was implanted with no difficulties.